Event description:
It was further reported that the etiology of the oppression in chest was unknown. The patient went to hospital and myocardial perfusion imaging showed negative result of ischemia.

Event description:
(B)(4). It was reported that post a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, the patient experienced chest pain. In (B)(6) 2012, the target lesion was located in the mid left anterior descending artery (lad) with 80% stenosis, and was 25 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.0 x 28 mm study stent with 0% residual stenosis. The subject was discharged on aspirin and clopidogrel in (B)(6) 2012. In (B)(6) 2012, the subject experienced oppression in his chest. The subject was hospitalized and treated with medication. The event was resolved without residual effects and the subject was discharged.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).